Event description:
It was reported that patients lead had fractured. It was noted that patient was not able to get enough pain relief. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded at the facility.